Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the device would not grasp tissue tight enough, therefore cutting could not be done properly. Another device was used to complete the case. There was no additional bleeding and/or tissue damage. Nothing fell into the patient cavity. Operative time was extended by more than thirty minutes because the device could not cut tissue smoothly.